Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This emdr represents the mesh ¿ composix l/p (device 2). An additional supplemental emdr was submitted to represent the ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016 ¿ patient was diagnosed with large recurrent ventral abdominal incisional hernia thereby underwent open repair with implant of ventralex st mesh (device 1) and composix l/p mesh (device 2). Per operative notes, ¿in the right lower quadrant, a large recurrent ventral abdominal incisional hernia in the midline with small bowel within hernia sac was noted. The sac was dissected and ventralex st mesh (device 1) and composix l/p mesh (device 2) was placed over the defect and sutured around the fascia.¿ (B)(6) 2019 ¿ patient was diagnosed with chronical infected mesh (x2), recurrent abdominal incisional hernia, small bowel adhesions thereby underwent open repair with removal of infected meshes (device 1 and 2) and small bowel resection. Per operative notes, ¿the hernia sac surrounding the scar tissues were reduced and recurrent hernia was closed primarily with sutures. The adhesions of omentum and small bowel were lysed. The infected meshes (device 1 and 2) was excised and small bowel was eviscerated out of the abdomen and resected. The mesentery was closed and reapproximated with sutures.¿